Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results and a corrected report was issued. The patient was hospitalized for subsequent checks and it is stated that the patient did not show any cardiac disease. The customer stated that the instrument is now working without issue and they are operational.

Event description:
The customer reported false positive troponin results on three different stratus cs's present in the lab. When tested on other siemens laboratory instruments, one in a different hospital lab, the results were negative. There was no injury reported due to this event.